Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018.(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted due to a post-operative refractive error. Reportedly, the replacement lens was the same model, but the diopter is unknown. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/16/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens case. The lens was inspected by a qualified inspector using a 12x magnification. The lens was contaminated, damaged at the edge and cut, most probably to make explant possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.